Event description:
Asku

Event description:
It was reported that the color on the screen and the display is distorted, and the internal battery has expired. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report. It was also noted that the lower hinge plate was broken, the bullets were damaged, the fan was noisy and the stylus was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.